Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) pt was receiving constant check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. As received, the belt failed incoming testing. Upon eval, there was an open pulse wire in the cable connecting the distribution node (dn) and ECG electrode b. The cause of the check belt messages is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The patient was issued a replacement electrode belt.